Event description:
Healthcare professional reported "possible leak and further testing". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, h6, h11.

Event description:
Healthcare professional reported "possible leak and further testing". Healthcare professional reported "intra and extracapsular rupture with free silicone in the lateral breast and posterior to the implant", " bilateral encapsulation and possible silicone granulomas". This record is for the right side. Device has been explanted and replaced.